Event description:
It was reported that the insulin pump sustained many scratches on the display window. The caller did not know the blood glucose reading.

Manufacturer narrative:
The insulin pump had a minor scratched display window and cracked reservoir tube lip. The unit also had a constant motor error alarm during the rewind process due to a corroded motor home switch. The unit had moisture damage on its electronic assembly. The insulin pump was unable to perform the displacement test due to the motor error alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.